Manufacturer narrative:
Age at time of event: mid 70's.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left external iliac artery. A 7.0x30x135cm express ld iliac / biliary stent was advanced to treat the lesion. It was noted to be the wrong length stent. The stent delivery system was attempted to be removed; however, the stent came off the balloon. A smaller balloon was then used to dilate the dislodged stent and the procedure was completed. No further patient complications were reported and the patient was fine. It was further reported that the target lesion was non-tortuous and moderately calcified. The stent fell off the balloon while trying to retrieve the undeployed system from the body and the stent was deployed where it lodged. Additional stenting was done to treat the target lesion and the procedure was completed.

Manufacturer narrative:
Age at time of event: mid 70's.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left external iliac artery. A 7.0x30x135cm express ld iliac / biliary stent was advanced to treat the lesion. It was noted to be the wrong length stent. The stent delivery system was attempted to be removed; however, the stent came off the balloon. A smaller balloon was then used to dilate the dislodged stent in the left external iliac artery and the procedure was completed. No further patient complications were reported and the patient was fine.